Manufacturer narrative:
Block b3: the exact date of event was not reported. The article published date is used for the estimated date of event. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source: walayat, s., et al. "Outcomes of colon self-expandable metal stents for malignant vs benign indications at a tertiary care center and review of literature". World j gastrointest endosc 2023; 15(4): 309-318. Doi: 10.4253/wjge.v15.i4.309. Block h6: imdrf impact code f2305 captures the additional intervention of radiation therapy.

Event description:
Boston scientific corporation became aware of the following event through the article, "outcomes of colon self-expandable metal stents for malignant vs benign indications at a tertiary care center and review of literature", by walayat, s., et al. Per the literature, a retrospective reviewed was performed to all patient who underwent colonic self-expanding metal stent placement from august 2004 through august 2022 at university of wisconsin. There were sixty-three patients over the age of 18 who underwent colonic stent placement. Fifty-five cases were for malignant indication, and eight were for benign conditions. The benign strictures included diverticular disease stricturing (n = 4), fistula closure (n = 2), extrinsic fibroid compression (n = 1), and ischemic stricture (n = 1). Forty-three of the malignant cases were due to intrinsic obstruction from primary or recurrent colon cancer; 12 were from extrinsic compression. Fifty-four strictures occurred on the left side, 3 occurred on the right and the rest in transverse colon. According to the literature, a case of a 42-year-old, female, with tumor location at the splenic flexure, was successfully implanted with a wallflex coloic stent. The patient did not immediately improve with stent placement; however, clinically improved that same admission with radiation therapy.